Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm (alarm 29) that occurred during the load sequence. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 476 mg/dl.